Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital and noted that he forgot to take his medication and received 12 shocks for atrial fibrillation with rapid ventricular rate. The defibrillator reached the charge time limit after all the shocks were delivered. The physician elected not to perform any programming changes since the patient would resume taking his medication normally and would prevent the experienced rhythm. The patient would stay in the hospital over night and be monitored. No further symptoms were noted.

Event description:
New information reported stated that on 2018 the following nurse reviewed transmissions which noted an alert had occurred for the device having reached maxcap time on (B)(6) 2018 which coincides with the previously reported event information. The nurse stated that the patient would be brought into the clinic but despite attempts to confirm the in-clinic visit, the calls could not be completed.

Event description:
New information received on (B)(6) 2018 noted that the device was explanted. No patient symptoms or additional information was reported.

Manufacturer narrative:
The reported event of inappropriate high voltage therapy and charge time out were confirmed. The recorded electrograms were reviewed and found that inappropriate therapy occurred. However, the device behaved as programmed. The charge time out occurred on (B)(6) 2018 and elective replacement indication (eri) and end of service (eos) were both recorded on (B)(6) 2018. The eri to eos time was consistent with a sharp battery voltage drop from excessive charges on (B)(6) 2018. An external power supply was applied to the device. A capacitor maintenance and the high voltage capacitors were able to charge normally. The cause of the charge time out was found to be due to low battery voltage. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated that the patient was seen in clinic on (B)(6) 2018 where it was noted that the capacitor charge time limit reached. The implantable cardioverter defibrillator battery had normal battery voltage at the time. The following day on (B)(6) 2018, the patient presented in clinic again for have a capacitor maintenance check. The capacitor charge time limit reached again, however, it was now accompanied with low battery voltage. Due to the elective replacement indication, the patient was recommended for a device change procedure. On (B)(6) 2018, the patient presented in clinic to schedule the device replacement and on (B)(6) 2018 the device was replaced successfully. The patient was hemodynamically stable during and after the procedure and was discharged the following day.